Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens refractive surprise. The lens was later intraoperatively removed and replaced for a same size, same model, different sphere and axis lens. The problem was resolved. The cause of the event was a patient related factor.

Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications.] UDI: (B)(4). Claim# (B)(4).